Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2018, the patient's controller displayed an out of regulation (oor) message, and the patient was unable to reach the desired intensity. The rep met with the patient on (B)(6) 2018 and ran an impedance check. Electrode 12 stated "do not use". Reprogramming was performed using a double guarded cathode 8-11, which resolved the oor message. No symptoms were reported. No further complications were reported or anticipated.